Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), cervical dysplasia ('cervical dysplasia') and smear cervix abnormal ('abnormal pap smear') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included colposcopy and cervical conization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cervical dysplasia (seriousness criterion medically significant) and was found to have smear cervix abnormal (seriousness criterion medically significant). The patient was treated with colposcopy at (B)(6) 2018 and surgery (leep procedure , conization of cervix at (B)(6) 2018. And salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, cervical dysplasia and smear cervix abnormal outcome was unknown. The reporter considered cervical dysplasia, medical device removal and smear cervix abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cervical dysplasia ('cervical dysplasia') and smear cervix abnormal ('abnormal pap smear') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included colposcopy, cervical conization and grand multiparity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cervical dysplasia (seriousness criterion medically significant) and was found to have smear cervix abnormal (seriousness criterion medically significant). The patient was treated with colposcopy at (B)(6) 2018 and surgery (leep procedure , conization of cervix at (B)(6) 2018. And salpingectomy/laparoscopic bilateral salpingectomy/essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cervical dysplasia and smear cervix abnormal outcome was unknown. The reporter considered cervical dysplasia, pelvic pain and smear cervix abnormal to be related to essure. The reporter commented: no. Of coils: left-3 coils, right- 3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information, other relevant history, auto-narrative supplement added, event" medial device removal" updated to " pelvic pain" and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), cervical dysplasia ('cervical dysplasia') and smear cervix abnormal ('abnormal pap smear') in a female patient who had essure inserted for female sterilisation. The patient's medical history included colposcopy and cervical conization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cervical dysplasia (seriousness criterion medically significant) and was found to have smear cervix abnormal (seriousness criterion medically significant). The patient was treated with colposcopy at (B)(6) 2018 and surgery (leep procedure , conization of cervix at (B)(6) 2018. And salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, cervical dysplasia and smear cervix abnormal outcome was unknown. The reporter considered cervical dysplasia, medical device removal and smear cervix abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.